Event description:
Philips received a complaint on the mrx device indicating that the device is not working. There was reportedly no patient involvement. The rse evaluated the device remotely. It was determined that the service and support for this model cannot be provided due to the end-of-life. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022.